Event description:
Reviewed with b-d representative, what is the normal amount/acceptable volume of lubricant to be present on plunger of syringe. Lot#'s and product itself reviewed together and examined. The lot# on first specimen noted with strand of lubricant was from lot# 2067434 this lot was not previously reported.